Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The lesion was located in a tortuous and severely calcified right coronary artery. The 2.5x16mm taxus liberte' drug eluting stent was advanced, but could not cross the lesion. During the procedure, the proximal shaft fractured. The procedure was completed with another 2.5x16mm taxus liberte' drug eluting stent. No pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination found that the hypotube had broken approximately 19.6cm distal from the catheter's strain relief. The device was kinked at the point of separation. There were kinks along the entire length of the hypotube. Microscopic examination of the balloon found no issues with the balloon material or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.